Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "lumps", "well defined nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported a patient was injected with 0.7ml juvéderm® voluma¿ with lidocaine in the nasolabial folds and 0.3 ml in the marionette. ¿the procedure was uneventful." 3 months and 1 week later, patient experienced with uti. 1 week after the onset of the uti, patient presented with "lumps"/"well defined nodules" in both injection sites. Patient treated with 4 week course of ciprofloxacillen (500 mg 2x/day). Hcp is also considering prednisone and hyaluronidase. Symptoms ongoing.